Manufacturer narrative:
Bibliography: holger thiele, m. T.-j. (2020). Comparison of newer generation self-expandable vs. Balloon-expandable valves in transcatheter aortic valve implantation: the randomized solve-tavi trial. European heart journal, 1-11. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including, but not limited to, malposition of the valve, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, a severely elliptical annulus shape, valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. In this case, the exact cause of the moderate and severe valve regurgitation cannot be determined; however, it may be due to patient/procedural factors. Other potential contributing factors are unknown as limited clinical information was provided in the article. There was no allegation or indication a device malfunction contributed to this adverse event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
A multi-center study was published in a european journal article, ¿comparison of newer generation self-expandable vs. Balloon-expandable valves in transcatheter aortic valve implantation: the randomized solve-tavi trial". The study from april 2016 to april 2018 included 447 patients that were randomized and were assigned to either a self-expanding valve or balloon expanding valve implantation. Out of the total 447 patients included in the study, 222 patients received a balloon expandable (be) with the edwards sapien 3 valve. The following events occurred in the sapien 3 group during the study period: 17 patients had equal or greater than 20mmhg gradient (7 patients after one day at toe and 10 patients after one-month toe), 14 patients had major vascular complication,10 patients experienced a stroke,3 patients had moderate or severe prosthetic valve regurgitation, and 41 patients required a need for a permanent pacemaker. This complaint represents the 3 patients who experienced moderate or severe regurgitation requiring repeat procedures.

Manufacturer narrative:
This report is 3 of 4 being submitted for this complaint. Reference mfg. Report numbers: 2015691-2020-11304, 2015691-2020-11305, and 2015691-2020-11308.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.